Event description:
Related manufacturer reference number: 2017865-2021-15028 2017865-2021-15029 during a follow-up, noise that resulted in oversensing was noted on the right ventricular (rv) lead, right atrial lead (ra), and pacemaker. No intervention was performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.